Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect.the user reported an infection at the sensor insertion site characterized by redness and blood discharge, which was confirmed as an infection by the hcp, with symptoms first appearing on (B)(6) 2025; no other infections were reported. The user's hcp was aware of the event, antibiotics were prescribed, and on (B)(6) 2025, the user was advised to follow up with the hcp for further medical guidance. The sensor was removed on (B)(6) 2026, as it was coming out of the incision. Upon review of dms, the user has not been using the system since (B)(6) 2025, at 6:56 pm.

Event description:
Senseonics was made aware of an incident where user reported an infection at the sensor insertion site characterized by redness and blood discharge, which was confirmed as an infection by the hcp, with symptoms first appearing on (B)(6) 2025; no other infections were reported. The user's hcp was aware of the event, antibiotics were prescribed, and on (B)(6) 2025, the user was advised to follow up with the hcp for further medical guidance. The sensor was removed on (B)(6) 2026, as it was coming out of the incision. Upon review of dms, the user has not been using the system since (B)(6) 2025, at 6:56 pm.